Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up showing multiple episodes of vf caused by non-sustained lead noise. It was noted that the device did not deliver inappropriate shock but delivered inappropriate atp therapy during charge. Noise was replicable in clinic. Physician elected to revise the lead. Patient was stable before, during and after the event.

Event description:
New information received indicated that additional non-sustained noise was observed on the right ventricular channel during a follow-up in clinic on (B)(6) 2016. The physician reprogrammed the device. The lead revision will be scheduled.